Event description:
Per the patient, his pump was empty and was alarming. The event date was reported as (B)(6) 2014. There was no drug in the pump. He wanted the alarm silenced. He did not currently have a pump managing physician. He wanted to have the pump taken out, but they decided to leave it in. The patient was going to try to be seen by his primary care physician. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l45407, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Manufacturer narrative:
Patient code is no longer applicable for this event.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016 MRI compatibility guidelines were being requested. The patient was having back pain and was having an MRI. The pain was post-laminectomy pain. There was no problem reported with the patient's device or therapy; per the patient, the pump was not operable. The patient did not have a pump managing hcp.